Event description:
Zoll customer support contacted a (B)(6) male pt to exchange his monitor. The pt's download revealed service code 205 - av messaging data corrupt. The download also revealed excessive abnormal shutdown flags. During troubleshooting over the phone, the pt's son reported that when he reinserted a battery pack, the monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 205 / abnormal shutdown / will not power on) has been confirmed. As received, the monitor would not power on. The cause of the inability to power on was a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory had an intermittent bga connection, which was discovered through the use of a target memory test. The intermittent connection is likely due to a fractured solder connection induced by medical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Since the av messaging data lies on the flash bga components, the cause of the code 205 is the defective flash. No adverse event resulted from the defective components. The pt received a replacement monitor.